Manufacturer narrative:
Additional information: b5, e4, g3, h3, h6, h10. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.

Event description:
Additional information received on 5/9/2024: a medwatch notification was received via email reporting that a 4 mm torpedo was used per shaver device during a right knee arthroscopy surgery. A metal fragment broke off the torpedo when used in the knee. The metal fragment was retrieved from the knee and saved. The metal fragment and the torpedo were removed from the sterile field. X-ray with a mini c-arm was used to view the knee for more fragments. No other fragments were found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/12/2024, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo broke off inside the joint. The surgeon was able to retrieve the broken piece. No signs of debris on post-op x-rays. This occurred during use in a case with no patient effect.